Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot#/serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-nov-2022, UDI#: (B)(4). H3. Analysis of the communicator found the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. The patient reported that their communicator was not holding a charge. The patient stated that they had to place it ¿very precariously at an angle with the cord pushed back slightly to get it to stay lit up and have a charge¿. This had been happening for "about the last 2 weeks¿. The patient also stated that the cord had to be positioned "in an odd angle¿. The patient confirmed the device had not been dropped and had not gotten wet recently. The patient mentioned they used to be able to "ignore it for a long time, but now they are having to charge it a few times a week, if not more¿. The agent asked if the charging issue was due to the charging cord being positioned in a certain way, and the patient stated yes. The patient also mentioned when they have it at an angle it takes "a long time" to charge. A replacement communicator was requested from the repair department because the patient stated that they had to hold the communicator at an angle for it to charge and it still took many hours to charge. No indication of patient harm.